Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient who is implanted with a neurostimulator for spinal pain. It was reported that about five days after implant (confirmed as (B)(6) 2018), the patient felt like he was being stabbed. From his belly button to the left side on the spine, it felt like it was on fire. The patient was like this for 8 solid weeks and was in and out of the emergency room for this pain. The patient reported that it was not sutured properly and moved over onto two nerves. The patient had a surgery to adjust this, and the therapy has been fine since then. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that about a week or so after the placement of the implantable neurostimulator (ins), the patient began to have a lot of burning pain radiating around the left side of their torso. The ins was implanted in the patient¿s right flank. The patient returned to their post-operative follow-up on (B)(6) 2018, at which they were attributing their discomfort to a possible kidney stone or other kidney issue on the left. The patient returned again on (B)(6) 2018 with lower left abdominal pain. It was noted that they had some urinary retention after the surgery and utilized a catheter for 4-5 days, but had no problems with urination after that. The patient then followed up with their primary care provider, and it was found that they had elevated d-dimer, which resulted in a referral to the emergency room. The patient underwent evaluation for the elevated d-dimer and it was not found to have any diagnosis related to it. It was noted that every time the patient flexed their neck, they would have increased pain in their left abdomen. The patient then underwent a CT scan of the abdomen and pelvis, which did show nephrolithiasis, but the kidney stones were nonobstructive. The hcp mentioned that there was some concern that the lead was a bit off to the left, so they thought the patient may be having pain from the spinal cord stimulator itself. It was noted that the patient was quite constipated but was not unusual for them. The patient would go every 4-5 days. The hcp added that they decided to work on the patient¿s constipation to go more frequently to see if that resolved the abdominal pain. The patient returned to the hcp on (B)(6) 2018 with ongoing left-sided thoracic radicular pain. On (B)(6) 2018, the patient underwent a 2-level thoracic laminectomy, and the leads were repositioned. Following the lead revision, the patient¿s pain had completely resolved. The hcp stated that the issue was resolved. No further complications were reported or anticipated.